Event description:
Tissue product recall received from exactech r/t a tissue product manufactured by regeneration technologies, inc. This product was used on the above pt. During her surgery on 8/22/2005. The recall is due to potentially false or inaccurate information regarding the donor screening and informed consent record.